Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the slot on the top of the battery cap was damaged and the threads were stripped. Testing revealed that the cap was unable to be secured to the pump properly and the yellow o-ring remained visible. The battery cap height was above specification, while the width was within range.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter stated that they were unable to remove the battery cap from the pump. The reporter also stated that the cap has never been changed. It is stated in the owner¿s manual that the battery cap should be changed every three to six months and the reporter was educated at the time of the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.